Event description:
Department staff report that during a visual and operational inspection of the device, it was noted a pin was broken in the therapy cable and appeared to be stuck in the device therapy connector.